Event description:
It was reported the patient had an advance implanted on an unknown date. It is believed that the patient had to be catheterized subsequent to his implantation. The patient then developed an abscess which led to the removal of the advance. No additional patient complications were reported in relation to this event.